Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (ess205) (batch no. 621683) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, live birth on (B)(6), live birth in (B)(6), live birth in (B)(6), live birth in (B)(6), breast operation in 2000, trauma, gestational diabetes, depression, schizophrenia, morbid obesity, uterine bleeding, fracture bone on (B)(6) 2013, anxiety on (B)(6) 2017, nutritional anemia, panic attacks, heart murmur, cesarean section, breast reduction in 2002, hand operation in 2014, cyst and wheezing. Previously administered products included for an unreported indication: morphine. Past adverse reactions to the above products included rash with morphine. Concurrent conditions included body mass index normal, psoriasis since 2010, bipolar disorder since 2013, tobacco use disorder since (B)(6) 2013, asthma since (B)(6) 2013, alcohol use, smoker, perineal pain, micturition disorder, urinary retention and impaired renal function. Family history included asthma on (B)(6) 2013, high cholesterol, renal disease, depression, diabetes, high cholesterol and breast cancer. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal)"), rash ("rashes"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain"), the first episode of vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), weight increased ("weight gain"), alopecia ("hair loss"), the second episode of vaginal discharge ("vaginal discharges") and investigation noncompliance ("she did not undergo essure confirmation test"). The patient was treated with terconazole, ibuprofen, fluconazole, methoxyphenamine hydrochloride (phenamine), lorazepam, salbutamol (albuterol), ibuprofen (motrin), vicodin (norco), cefazolin, lidocaine, fentanyl, ondansetron (zofran), metoclopramide (reglan), diphenhydramine hydrochloride (benadryl), hydromorphone and surgery (bilateral removal of fallopian/ hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, menorrhagia, rash, migraine, headache, abdominal pain, weight increased and investigation noncompliance outcome was unknown and the vaginal haemorrhage, cystitis, female sexual dysfunction, alopecia, urinary tract infection, vaginal infection and the last episode of vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, cystitis, fatigue, female sexual dysfunction, genital haemorrhage, headache, investigation noncompliance, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure (ess205). The reporter commented: (B)(6) 2017, addendum note: addendum to correlate with additional history, pelvic ultrasound of (B)(6) 2017 after consultation with the patient's referring physician, history was obtained as the patient did not have an intrauterine device placed but rather had essure coils placed in the fallopian tubes. This is thought to explain the higher than usual position of echogenic material within the uterus. The finding originally interpreted as a more superiorly placed iud than usual is instead thought to represent the ends of the essure coils protruding into the uterine cornua. This was discussed with the patient's referring physician by telephone at the time of this addendum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Most recent follow-up information incorporated above includes: on 24-jan-2018: event fatigue, menorrhagia, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), apareunia, rashes or skin conditions, migraines / headaches, pain/ abdominal pain, vaginal discharge, weight gain, hair loss was added with essure lot no. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (ess205) (batch no. 621683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 4, live birth on (B)(6)2006, live birth in 2003, live birth in 1995, live birth in 1993, breast operation in 2000, trauma, gestational diabetes, depression, schizophrenia, morbid obesity, uterine bleeding, fracture of metacarpal bone(s) on (B)(6)2013, anxiety on (B)(6)2017, nutritional anemia, panic attacks, heart murmur, cesarean section, breast reduction in 2002, hand operation in 2014, nabothian cyst and wheezing. Previously administered products included for an unreported indication: morphine. Past adverse reactions to the above products included rash with morphine. Concurrent conditions included body mass index normal, psoriasis since 2010, bipolar disorder since 2013, tobacco use disorder since (B)(6)2013, asthma since (B)(6)2013, alcohol use, smoker, perineal pain, micturition disorder, urinary retention and impaired renal function. Family history included asthma on(B)(6)2013, high cholesterol, renal disease, depression, diabetes, high cholesterol and breast cancer. On(B)(6)2007, the patient had essure (ess205) inserted. In march 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal)"), rash ("rashes"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain"), the first episode of vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), the second episode of vaginal discharge ("vaginal discharges") and psoriasis ("psoriasis"). The patient was treated with terconazole, ibuprofen, fluconazole, methoxyphenamine hydrochloride (phenamine), lorazepam, salbutamol (albuterol), ibuprofen (motrin), vicodin (norco), cefazolin, lidocaine, fentanyl, ondansetron (zofran), metoclopramide (reglan), diphenhydramine hydrochloride (benadryl), hydromorphone and surgery (bilateral removal of fallopian/ hysterectomy (full)). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, menorrhagia, rash, migraine, headache, abdominal pain, weight increased and psoriasis outcome was unknown and the vaginal haemorrhage, cystitis, female sexual dysfunction, alopecia, urinary tract infection, vaginal infection and the last episode of vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, cystitis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, psoriasis, rash, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received.event added: psoriasis. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Company causality comment incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.